Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated and suprarenal aortic extension. Subsequently, the physician found a leak by computed tomography which was found to be a type 3b during the secondary procedure. Physician relined with a competitor device to correct the leak. The patient did well following the repair.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical evaluation also identified a type 3a endoleak with iliac limb component separation that was unresolved and was identified from patient imaging at 25 months post the initial implant. Limited patient medical records were provided for clinical review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. There were limited patient medical records provided for review and the devices were not returned for further evaluation. Potential contributing factors to the reported event include; off label use, placement of a non-endologix stent, and patient anatomy.